Event description:
Pump used for hydration. Pt had been using for about 10 days before the incident. The caregiver started a new bag of hydration (1980 ml) 1/20/95 pm. When nurse came to check pt, 1/21/95 am, hydration solution had not infused, although pump was running. Nurse took pump down to lock level 0, reprogrammed and infused through pump until replacement pump received in the afternoon 1/21/95. Pump returned to pharmacy for service and testing. When running normal testing procedure, pump locked up. No error code displayed. Pump then displayed "ppp" on lcd although prime key never pushed. Lcd also scrolled up and down at "resvolume" display. Could not get pump to stop scrolling or alarming because pump could not respond to keys. About 30 mins later, pump again would work okay and allow operator to go through test sequence. Pt required constant hydration at 150 ml/hr and pump did not deliver. (*)